Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming system error code 41622.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the cam/optic sensor and loose set screw. As a result, the cam/optic sensor was replaced and an internal cleaning was performed along with greasing the motor gears and camshaft. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.